Event description:
It was reported that the patient presented with their insertable cardiac monitor (icm) exhibiting signal under-sensing. No intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient presented with their insertable cardiac monitor (icm) exhibiting signal under-sensing. No intervention was performed. There were no patient consequences.